Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device placed the clip fine. The next clip fell out of the jaws. The device was clicked again, fired fine and then the next clip fell out of the jaws. All the fallen clips were removed. The clips that were fired were formed correctly. The procedure was completed with the same device. No patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.